Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222 ¿ triology cup ¿ 61612738,, 00625006525 ¿ bone screw ¿ 61674430, 00801803202 ¿ femoral head ¿ 61693392, 00784802200 ¿ m/l taper neck ¿ 61645154, 00771301200 ¿ m/l taper stem - 61647658, therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00799, 0002648920 - 2018 - 00801, 0001822565 - 2018 - 06100, 0001822565 - 2018 - 06102.

Event description:
It was reported patient is experiencing an unknown defect with devices that were implanted in right hip on an unknown date. No revision surgery has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.